Manufacturer narrative:
Other device used: catalog # 00111314001, palacos r+g bone cement, lot # 76934338, manufactured by: heraeus medical. Catalog # 00576401551, nexgen lps-flex gsf femoral, lot # 62245879, manufactured by: zimmer shannon, (B)(4). Catalog # 00598801215, nexgen straight stem extension, lot # 62436257, manufactured by: zimmer (B)(4). Catalog # 00596203210, nexgen lps-flex fixed prolong articular surface, lot # 62417098, manufactured by: zimmer (B)(4) catalog # 00597206632, nexgen all poly patella, lot # 62400932, manufactured by: zimmer (B)(4). This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a popping sound at night.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Review of the surgical notes found that after implantation of the provisional components the knee achieved full flexion to 125 degrees and full extension without difficulty; with central tracking of the patellar trial component. The knee showed medial-to-lateral and rotational stability throughout the range of motion. After lavage and drying the final components were cemented in place and excess cement was removed. A definitive root cause cannot be determined with the information provided.